Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, customer alleged there was a 100 point difference between the cgm bg reading and the meter bg reading. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.